Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box revealed that data from the event date was not available; the data was overwritten due to continued use. No abnormal activity was found in the pump histories. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated errors, alarms, or warnings.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual product issue) issue. The reporter stated that the pump emitted a fill cannula error message. The user allegedly pressed a button on the pump to clear the error message. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual product issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.